Manufacturer narrative:
During the device eval at the MFR's service ctr, a failure of the device's internal batteries was observed. The device's internal batteries were replaced to address the issue.

Event description:
The MFR received info alleging a ventilator failed to charge its battery. There was no pt harm or injury reported.